Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a consumer from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the consumer reported the following. On (B)(6) 2011 the patient experienced peritonitis anf they were hospitalized. The cause of the peritonitis was unknown. Treatment information was not reported. The patient was not recovered. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd882647 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.